Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their new set of aligners are cutting their tongue, they do not fit right and are very painful. There is extra plastic sticking out that cuts their tongue when they talk. They have tried filing down the aligners. Requested additional information from the patient, and for patient to use the hh tips and to update if the tips and filing has made the aligners more comfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.